Event description:
Caller reported a malfunction on the pump, which had occurred at least three times previously. There was no adverse impact to the customer's blood glucose level. Customer was advised to use multiple daily injections as backup therapy while awaiting a replacement pump.